Manufacturer narrative:
There is no indication that the lens has been explanted. Concomitant medical products: cartridge 1mtec30, lot unknown; platinum injector, lot unknown. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of an intraocular lens (iol) into the eye of a male patient, the trailing haptic was stuck to the lens and would not let go. Reportedly, it took several minutes for the surgeon to release it. No adverse effect on the patient was reported. The lens remained implanted. Through follow up additional information was provided by the surgeon. After he was able to pry the haptic off which took about 10 minutes he was then able to put the iol back into the intact bag. The patient did not suffer any complications. There was no vitreous loss. He looked fine at day one and one week. He will be seen again in a month.